Manufacturer narrative:
(B)(4).

Event description:
It was reported "I was first contacted about a dilator issue in the small vein cvc kits by a clinical resource director in an email on (B)(6). She did not have any information about the complaint, so she connected me to the end users. It took a while to get in touch with these end users (mds in the picu) and yesterday (B)(6) was the first available date they could meet to discuss the details of the dilator issues. The mds in the picu have been experiencing repeated dilator issues in the small vein cvc kits. They report that the dilator is soft and bends at or near the tip, making it difficult to advance the guidewire or kinking the guidewire as a result. They also reported that the dilator frays. They told me that this has been happening for some time, and that it requires them to often open another kit to use a second dilator." Additional information received stated that four kits were used, all four devices were bending or freying. All four devices were used on different patients there was no injury or harm. No medical intervention was required. All four patient conditions are reported to be "fine". There was a delay in therapy as they had to retrieve and open another kit for a new dilator.

Event description:
It was reported "I was first contacted about a dilator issue in the small vein cvc kits by a clinical resource director in an email on 3/2. She did not have any information about the complaint, so she connected me to the end users. It took a while to get in touch with these end users (mds in the picu) and yesterday 3/13 was the first available date they could meet to discuss the details of the dilator issues. The mds in the picu have been experiencing repeated dilator issues in the small vein cvc kits. They report that the dilator is soft and bends at or near the tip, making it difficult to advance the guidewire or kinking the guidewire as a result. They also reported that the dilator frays. They told me that this has been happening for some time, and that it requires them to often open another kit to use a second dilator." Additional information received stated that four kits were used, all four devices were bending or freying. All four devices were used on different patients there was no injury or harm. No medical intervention was requi red. All four patient conditions are reported to be "fine". There was a delay in therapy as they had to retrieve and open another kit for a new dilator.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.